Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer was trying manual injections for treatment. The customer was reported that the insulin pump was not on auto mode. Customer using insulin pump within 48 hours of high blood glucose of event. Insulin pump was not working due to open book image. Cannula was bent of infusion set. The insulin pump will not be returned for analysis.